Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : it was reported that during a total shoulder arthroplasty the baseplate and glenosphere inserted got cross threaded and need to be replaced. Threads are damaged on both instruments. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the glenosphere inserter tip had normal signs of use on the overall surface and threads. The threads were examined, and no signs of damage were observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a lab sample mating device, and the glenosphere inserter tip was able to be assembled without any issue. The test confirmed that the device fits properly and functions as intended. The overall complaint was not confirmed as the observed condition of the glenosphere inserter tip would not have contributed to the complained issue. Based on the investigation findings, there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total shoulder arthroplasty the baseplate and glenosphere inserted got cross threaded and need to be replaced. Threads are damaged on both instruments.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.